Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed far field r wave over sensing on stored intracardiac electrogram. Also, an alert regarding atrial automatic threshold detected as greater than programmed amplitude or suspended was observed. Sudden brady response episodes were stored in configured collection period with an abrupt drop in sinus rate. Right ventricular automatic pace threshold test episodes stored in configured collection period were successful. An email was sent to local field representative to notify on the far field r wave over sensing. The device appeared to be functioning as programmed and remains in service at this time. No adverse patient effects were reported.